Event description:
It is reported that three months after surgery, a radiolucent area below the tibial component was apparent on the follow-up radiograph. Eight months after the operation, sinking of the tibial component was confirmed. The patient experienced knee instability and gait pain leading to difficulties walking prompting revision of the tibial component approximately 2 years and 6 months after the initial surgical treatment.

Manufacturer narrative:
Information was receive via published literature. This report will be amended when our investigation is complete.